Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
The patient has 2 occipital pns leads (for off label use) implanted with the same lot number. It was reported the patient was not receiving effective stimulation therapy. The patient underwent surgical intervention on (B)(6) 2016, where both leads were repositioned. The patient is now receiving effective therapy.